Event description:
It was reported that during deployment of a vascular stent in the right external iliac artery, the stent partially deployed and subsequently fractured. A surgical femoral endarterectomy was performed to remove the fractured stent. The patient is reported to be in stable condition.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.